Event description:
It was reported that approximately one month after the preloaded toric intraocular lens (iol) was implanted, the patient's distance vision did not improve. The distance visual acuity was 0.6, which was the same value as before the surgery. The patient also complained of blurry vision and indicated being unable to see clearly at any distance. The lens was explanted and replaced with a monofocal iol. The patient's distance visual acuity became approximately 0.8 post replacement. Through follow-up, we learned that the patient did not experience any complications following the procedure. The patient's visual acuity improved with the replacement iol, but the vision was not the best. No further information was provided.

Manufacturer narrative:
Section a3, a4, a5 and a6: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.